Event description:
It was reported that this artificial urinary sphincter (aus) balloon was punctured with a needle during a laparoscopic procedure unrelated to the device. A surgical intervention was performed, and physician decided to remove and replace all the components. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted in the component, and no leaks were identified. The balloon was visually inspected and tested for leaks. A leak caused by a tear from avulsion was identified. Since no lot number was provided for the balloon, it was not functionally tested. The cuff was visually inspected and tested for leaks. Folds in the component were noted, but no leaks were identified. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observations. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon was punctured with a needle during a laparoscopic procedure unrelated to the device. A surgical intervention was performed, and physician decided to remove and replace all the components. There were no patient complications.